Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-9156. It was reported ((B)(6)) the pt was experiencing a heating sensation at her ipg site while charging.

Manufacturer narrative:
Correction/removal reportimg #: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.